Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-1915ft corkscrew ft u-shape prongs broke during insertion of the anchor. All broken fragments were removed from inside the patient and the case was completed successfully. This was discovered during a brostrom procedure on (B)(6) 2023. Additional information received on (B)(6) 2023: the case was completed using a new ar-1915ft corkscrew ft. Pliers were used to turn the corkscrew in reverse and remove it. Additional anesthesia was administered to make up for the ten-minute delay. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Visual evaluation identified that the tip at the distal end of the driver had broken off. No broken pieces were returned for investigation. Functional testing was not performed due to the damage to the device. Within the screw during use. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.